Event description:
It was reported that, per pump logs, a motor stall occurred on (B)(6) 2014, at 10:01 with a subsequent tube set message. It was confirmed that the patient had an MRI on the date of the stall. The motor stall recovery occurred on the date of this report at 09:39 when the pump was interrogated. It was noted that the patient had sinus and ear infections and no alarm was heard. The last pump refill was on (B)(6) 2014. At the time of this report, per pump interrogation, the reservoir volume was 2.2ml. The correct amount of medication was aspirated at a refill at this time. The device system was used to deliver bupivacaine 8mg/ml at 0.99mg/day, compounded baclofen 500mcg/ml at 62mcg/day, and dilaudid 6mg/ml at 0.74mg/day. Further interventions/treatment was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was currently doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).